Event description:
It was reported that the tip of an aviator temporary fixation pin fractured intra-operatively, during insertion at c6. The fractured component was left in the vertebral body. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
The event was confirmed based on visual inspection of the returned device. The aviator temporary fixation pins are made of titanium alloy (ti-6al-4v) implantable-grade material. The elemental constitution was as specified on the drawing. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per the aviator surgical technique guide: excessive pivoting or angulation on the temporary fixation pin inserter should be avoided, as it can cause fracturing of the temporary fixation pins. Temporary fixation pins are recommended for single-use only. It is unknown if a surgeon used complex maneuvers or excessive force during the procedure. The patient's bone quality is unknown. It is also unknown how many times this device has been used/ how long the sales rep had this device for. A material analysis was performed for a previous similar event and found that the fixation pin fractured in a mode of torsional ductile overload. The most likely cause of the reported event based on the material analysis report for previous similar incidents is application of torsional ductile overload to the device.

Event description:
It was reported that the tip of an aviator temporary fixation pin fractured intra-operatively, during insertion at c6. The fractured component was left in the vertebral body. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.